Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose of 35 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and it was determined that control software delivered an automatic correction bolus in conjunction with the customer delivering a correction bolus resulting in the low bg. Tandem technical support determined that the pump functioned as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.